Manufacturer narrative:
This complaint was reviewed during the retrospective review. Investigation determined that the pump is working according specifications, our suspicion is that there was not enough fluid in the bottle or a blocked tube, which caused no infusion. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(6).). Details of this activity were discussed with (B)(6) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
At our customer there are infusion problems on eva. The surgeon still hears the sound of the drops/drop noise, but there is no infusion, why the eyes collapse.

Manufacturer narrative:
This complaint was reviewed during the retrospective review. Investigation determined that the pump is working according specifications, our suspicion is that there was not enough fluid in the bottle or a blocked tube, which caused no infusion. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance (B)(4)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
At our customer there are infusion problems on eva. The surgeon still hears the sound of the drops/drop noise, but there is no infusion, why the eyes collapse.